Event description:
On (B)(6) 2010, the baxter intravenous (IV) therapy representatvie indicated a nurse educator reported a y-type blood/solution set was involved with a male patient's death. This past weekend the assistant head nurse of the ICU (intensive care unit) advised the hand blood pump set was being used on a male patient who was bleeding out through the arterial line. Reportedly, the blood pump was not flowing fast enough or quick enough to administer blood and the patient expired. The cause of death is unknown. The pump tubing is listed as the potential issue that caused the patient's death.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed. Should additional information be received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed. The lot number was not provided, therefore a batch review cannot be conducted. The root cause of this incident was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.